Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a one step technique the bone was tapped before screw insertion and the surgeon was not able to slide the plate over the screw end. It was also reported that the screw was extracted and the process was repeated with the same result. The surgeon was able to use a third screw which prolonged the surgery 30 minutes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.